Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the end user indicating that a camera cover adaptor is too large/long causing sterile breech issues. The item was in use and no injury/death was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Aspen surgical received a report from the customer that the adapter is too large/long and drops down from the light in a way that is causing the surgeons to miss the lip/flange on the cover and inadvertently grab the adapter during surgery causing them to breech the sterile field. The actual device was determined to not be available for evaluation and no lot number was provided. A photo of the device was available. DHR review could not be performed due to no lot number provided. A picture was provided by the customer. After review of the picture, it was discovered the adaptor shown is not the correct adaptor for lt-9905. Based on this review, the adaptor for lt-9905 should have been 3660-str and according to the picture that is not the adaptor. Therefore, this complaint cannot be confirmed. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the end user indicating that a camera cover adaptor is too large/long causing sterile breech issues. The item was in use and no injury/death was reported. This report was filed in our complaint handling system as (B)(4).